Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date (B)(6) 2013, inratio inr 7.1, laboratory inr 2.1. The time between testing was within a "few hours" reportedly, the meter was not in the correct mode when finger stick was performed and was on a cushioned center console of the patient's truck during testing. Additionally, the finger was "milked" and the touched the sample well when applying blood. The patient reported increased food intake about one week ago which included more vegetables. Therapeutic range is 2.5 - 3.5 for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation: per description, time of testing between inratio and reference is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. Customer did not perform fingerstick with meter in the correct mode, was milking finger, and touched finger to sample well. These technique issues may lead to unexpected inr results. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date (B)(6) 2013, inratio 7.1, ref 2.1, mean 4.60, confidence limits 2.5 - 6.5. The mean of the inratio meter and comparative system inr were calculated. Both inratio and ref values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. In-house therapeutic donor testing has been performed on reported lot 315093 on (B)(4) 2013. (B)(4). All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. (B)(4). No further action is required at this time. This issue will be subject to tracking and trending.